Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. During the procedure, upon device interrogation, it was noted that the right atrial lead exhibited loss of capture. The lead was capped and replaced. The patient tolerated the procedure and was stable throughout.